Event description:
It was reported that, "surgeon applied a 10 hole rt distal femur plate for a distal femur fracture. The plate was inserted the distal femur targeter was applied. A 4.5 cortex was inserted into a freedom hole in the metaphysis. Next a whirly bird was used to close the gap, b/t plate and bone in the shaft. Then 4 locking screws were inserted into metaphyseal portion of the plate. Next the whirly bird was exchanged for a locking screw and sat fine. Next the last 3 holes of the plate, locking screws were inserted through the jig and none of them sat properly."

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.